Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and battery out limit alarm from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer reported lost battery cap and the pump alarmed battery change. The customer stated that the batteries were out of pump greater than duration allowed by the pump. The insulin pump will not be returned for analysis.